Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reported that when unpackaged, endobronchial tube cuff was missing. There was no report of patient involvement or any required intervention performed.

Manufacturer narrative:
This is being sent as a correction to the initial medwatch sent on (B)(6) 2016. This report does not meet the requirements of a reportable event. Covidien/medtronic reference: (B)(4).